Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the dubious presence of organic compounds in the patient's circuit was detected related to a CPAP device's sound abatement foam. There was no patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The internal and external aspects of the device were inspected. The manufacturer found dirt / dust contamination inside the device. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit scrapped. Section b3, d4 were corrected and section h6 was updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).